Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. The customer was reported that insulin pump had blank display after receiving new battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify missing segments/partial display due to blank display.